Event description:
The manufacturer received information alleging patient noticed black particles last week and has since had a sore throat and cough. She is not sure if it is related to recall but would like an update. Particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber and the patient also noticed black particles last week and has since had a sore throat and cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation lab for further evaluation. The external aspect of the device was inspected visually and there were no signs of contamination on the outside of the device was observed by the manufacturer. The internal aspect of the device was inspected and the manufacturer observed contamination on the bottom enclosure underneath the lcd panel. There was also contamination on the filter inlet port. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes there was no evidence of visible foam degradation in the device.